Event description:
It was reported that the customer experienced a delivery anomaly on (B)(6) 2012. The customer was asleep, and the insulin pump delivered a bolus on its own at approx 1:00 am. Contacted the customer for more info, but he stated that the insulin pump was working as designed, and hung up the phone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.